Manufacturer narrative:
At this time, product has not yet been returned, the provided meter serial number is not valid, and a valid serial number was not provided for test strips. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for the precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips; no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and libre reader; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error 2" message with the freestyle libre 2 reader. The customer was unable to obtain readings, and subsequently experienced a loss of consciousness. The customer reported being able to re-gain consciousness and self-treat with food. There was no report of death or permanent injury associated with this event.